Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary analysis summary: no product return. No logs available hematuria: the cause of the injury was not determined due to insufficient clinical details. Mechanical interaction with blood/hemolysis: patient continues to have hemolysis urine after repositioning. The cause of hemolysis was not determined due no product returned and insufficient clinical details provided. Device history review the pump passed all the post sterile inspection checks.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
The complainant reported that the impella was repositioned again, which resolved the pink tinged urine.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced hemolysis and hematuria after repositioning of the pump occurred. The patient was in stable condition.